Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the motor device was overheating. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation and it was determined that the device passed all manufacturing specifications. Therefore, the reported condition that the device overheated was not confirmed and an assignable root cause was not determined. However, during evaluation, it was determined that the device had a frayed cable due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.